Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of over 400 mg/dl. The customer experienced different blood glucose level of 99 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer also stated that battery compartment was cracked. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.